Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that the initial patient (pt) visit was in (B)(6) 2023. Pt had a boston scientific scs at that time that needed a replacement due to lead migration and abandoned battery. Hcp replaced the system with a medtronic model. Hcp reported that the replacement stimulator battery was placed in the same pocket where the initial implant was located on (B)(6) 2023. Hcp reported pt did not have any complaints about the battery site and the pt was last seen on (B)(6) 2023. Hcp reported the pt has not contacted their office for 2 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned their implant was located way up high of their buttocks near their waist. Patient mentioned their healthcare provider (hcp) admitted they put the implant higher and was aware.